Event description:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.